Manufacturer narrative:
(B)(4): a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the patient had esophageal cancer. The anatomy was not tortuous; however, dilatation was performed prior to stent placement. During the procedure, the stent was positioned across the anastomosis site. However, when the deployment suture was pulled to release the stent, the suture broke with the stent partially deployed. Therefore, the stent was unable to be implanted. The partially deployed stent was removed from the patient on the delivery catheter. The procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.